Event description:
It was reported that the target lesion was a single vessel occlusion of 90% in the mid left anterior descending artery (lad) with mild calcification and moderate tortuosity. The lad was pre-dilated in multiple sites using a 2.0 x 12 voyager balloon at 8 to 10 atmospheres (atm) for 30 seconds. The xience v 2.75 x 23 mm stent was then deployed in the mid lad. A dissection was observed, which was treated by deploying a xience v 3.0 x 12 mm stent at 12 to 14 atm for 30 seconds. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance middleweight universal ii; inflation: medtronic; guide cath: cordis jl 3.0 6f. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.